Event description:
Procedure on patient involved endoscopic ultrasound (eus) procedure. Needle was placed in cavity around esophagus peri esophagus area. A wire was placed through the eus needle, in manipulation during the procedure part of the wire sheared off. Physician noticed the wire on x ray. Wire was removed and investigated. Part of wire was missing to the naked eye. It will be a foreign body.